Event description:
Patient implanted with tfn construct on (B)(6) 2012 for peritrochanteric right proximal femur fracture. Patient fell two weeks post-operatively. Reportedly the proximal end of the nail cut out through the trochanteric area posteriorly and subsequently caused a fracture around the trochanteric area. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient was revised to dcs plate construct. Surgeon stated he was pleased with the reduction. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.